Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit was making a grinding noise and started to run without pressing the trigger as soon as the battery was attached. It was also determined that the device had white residue on the control unit and triggers, the ball bearings were worn, unknown debris was found on the back of the electronic control unit and the coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and failure to follow cleaning, sterilization and/or maintenance procedures. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was making a grinding sound - running rough and would start running when the battery was connected without touching the trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.